Event description:
It was reported the patient had severe pain which started in the back and traveled down to their legs. It was noted before implant she had problems with her lungs rubbing onto her nerves. Pt has device off for a year because when on, the pain intensifies. Caller indicates there is no known accident or incident related to this complaint. Pt was not sure when exactly this all started. Pt wants device taken out however doesn't have insurance to do so. It was later reported that the patient never had therapeutic effect. The patient experienced acute pain. The patient stopped using the spinal cord stimulator (scs) years ago and wanted to have the implantable neurostimulator (ins) taken out of her. It was reported that the patient "couldn't use it" and went crazy because she didn't know how to use the programmer and couldn't get it right. The patient went back to her hcp about 1 year ago and tried to make adjustments, but it didn't help. The patient felt stimulation but when she turned it up any it made her back hurt so much she was screaming. It was reported that the stimulation made her back pain worse. The patient didn¿t think she was taught how to use the machine. When she first met a manufacturer representative about 1-2 weeks after implant she was yelling at her husband because she was in so much pain. The patient last saw her hcp about 2-3 years ago and she made a scene because she was in so much pain. When she last heard from her hcp he said "her back was broke" before they ever put the ins in and that was it. It was also reported that the ins was moving around in the pocket site and was painful when the patient rolled over in bed. This had been occurring for about 1 year. It was noted that the patient was on heavy medication for her back. It was reported that the patient was not trained adequately on using the device.

Manufacturer narrative:
(B)(4).